Manufacturer narrative:
The reported device failure could be seen in the log file. The device has recognized a failure related to the motor position detection (encoder check error) and reacted in accordance with the specifications by generating a visible and audible "vent fail" alarm. Since replacement of the motor, no further problems have been reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Vent fail reported. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Vent fail reported. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.